Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while programmed in primary vector. It was reprogrammed to the secondary vector, but subsequently exhibited t-wave oversensing. Technical services (ts) analyzed device episode data and recommended an x-ray along with reprogramming. No adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while programmed in primary vector. It was reprogrammed to the secondary vector, but subsequently exhibited t-wave oversensing. Technical services (ts) analyzed device episode data and recommended an x-ray along with reprogramming. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, the system and shock impedances of this s-ICD system was elevated at 100 ohms. Ts analyzed impedance trend data and did not find any out of range measurements. Ts discussed this with the health care professional (hcp). No adverse patient effects were reported.